Manufacturer narrative:
Ous MDR - upon receipt, the lead was found dissected some 44 cm proximal to the lead tip. Only the distal part was received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead fragment demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of approx 33 months, this device was explanted due to oversensing. No adverse patient side effects have been reported.